Event description:
Rep reported lead noise seen since (B)(6) 2020 in a vf recording. Rv threshold has increased in the last month, sensing has fluctuated a bit due to sensing the apparent noise. Impedance is steady. Lead remains implanted. Recommended full lead evaluation in person. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.